Event description:
After receiving a lens implant in my left eye in 2002, I was prescribed a soft contact lens in 2003 to supplement my vision. I used re-nu solution at first and then re-nu with moisture loc until 2006 (april), when I stopped using it because my cornea began to cloud up, I saw my dr and he told me I would need a corneal transplant. In august (2006), I suffered an eye infection and was put on antibiotics. I am currently awaiting surgery for a corneal transplant.